Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected. A request was made to have data from this device analyzed. Data analysis has not yet been performed as the device files have not been send for analysis. Additional information from the field representative suggests that this device was already explanted, however, the system records available do not show the device explant information at this time. No additional adverse patient effects were reported. Additional information from the field representative indicates that as per information gathered from the clinic, the device has not reached elective replacement indicator (eri), and the last check was around 4 months ago. Reportedly, the patient went somewhere else and was told the battery was almost ready to be replaced, however, this is not what is seeing in the clinic. Additional information received indicates the clinic performed a transmission for this ICD and it is scheduled fo replacement on october 11th, 2021. The ICD was explanted as scheduled and was returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Correction: h6 field: impact codes. Updated to no health consequences or impact. Correction: h6 field: impact codes. Updated as the product was confirmed to be explanted. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Correction: h6 field: impact codes. Updated to no health consequences or impact.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected. A request was made to have data from this device analyzed. Data analysis has not yet been performed as the device files have not been send for analysis. Additional information from the field representative suggests that this device was already explanted, however, the system records available do not show the device explant information at this time. No additional adverse patient effects were reported. The complaint device was not returned to boston scientific, product analysis could not be performed. Additional information from the field representative indicates that as per information gathered from the clinic, the device has not reached elective replacement indicator (eri), and the last check was around 4 months ago. Reportedly, the patient went somewhere else and was told the battery was almost ready to be replaced, however, this is not what is seeing in the clinic.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected. A request was made to have data from this device analyzed. Data analysis has not yet been performed as the device files have not been send for analysis. Additional information from the field representative suggests that this device was already explanted, however, the system records available do not show the device explant information at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field: impact codes. Updated to no health consequences or impact. Correction: h6 field: impact codes. Updated as the product was confirmed to be explanted. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) was not as expected. A request was made to have data from this device analyzed. Data analysis has not yet been performed as the device files have not been send for analysis. Additional information from the field representative suggests that this device was already explanted, however, the system records available do not show the device explant information at this time. No additional adverse patient effects were reported. Additional information from the field representative indicates that as per information gathered from the clinic, the device has not reached elective replacement indicator (eri), and the last check was around 4 months ago. Reportedly, the patient went somewhere else and was told the battery was almost ready to be replaced, however, this is not what is seeing in the clinic. Additional information received indicates the clinic performed a transmission for this ICD and it is scheduled fo replacement on (B)(6) 2021. The ICD was explanted as scheduled and was returned for analysis. No additional adverse patient effects.